Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, white and brown particles. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool on radius side. The fill test inspection was performed the result is no blockage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.